Manufacturer narrative:
A getinge field service engineer (fse) evaluated and says gas leak due to damage to the he line joint in the crm unit . Fse replaced crm unit, perform operation test, and perform equipment calibration operation time: 12732 hours.unit returned to customer.

Event description:
It was reported during use that the device the cs300 intra-aortic balloon pump (iabp) had automatic refill error. No patient harm.

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5)